Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, staple load loaded onto stapler and given to surgeon but it felt stuck. Attempted to reload stapler with same staple load, said it felt jammed and only fire partially. Open anew staple load from same box and did not have a problem. There was no patient injury.